Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" last week (date unk): 3.2, then 1.1 on same finger. Today: 2.2, then 1.3 on new finger, then 1.6 on same finger. Customer's therapeutic range is 2.0-3.0, and her inr is usually very stable in that range. Got new lot of strips and her inr was fluctuating more, so her doctor changed her dose.

Manufacturer narrative:
Investigation pending.